Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. Upon visual inspection, the complaint was confirmed. The tubing 0.10" below the base of the male luer is confirmed as having ruptured. The customer did not provide a lot number. A review of the device history record and complaint database could not be performed. An inspection of the device revealed that the tubing was not seated on the pin fully when the male luer was injection molded after visual examination. The root cause of the failure was attributed to manufacturing operator error during the luer connection process. Merit believes that this is an isolated manufacturing incident. The technologist was contacted by phone and/or email on 02/08/2011, 02/10/2011, 03/02/2011, and 03/03/2011 and no response has been received. If more information becomes available, a follow up report will be submitted. Evaluation: method: device history record and complaint database was not reviewed, no lot number provided.

Event description:
During a left ventriculogram procedure, the high pressure tubing ruptured and sprayed contrast/blood. One technologist was sprayed in the eyes. Injector settings were, flow 12 ml/sec, volume 36 ml, pressure 550 psi. With a linear rise of .7. It was reported that both the patient and technologist would be tested for blood borne pathogens per hospital policy. There was no harm to the patient as a result of this event. Note: merit contacted the account 4 times since the event to obtain information on the technologist's health status. No information was provided.